Manufacturer narrative:
(B)(4) this was a demo unit - not used in a patient.

Event description:
During a device demo, the sales representative observed that the trocar became loose on the cassi rotational core biopsy device and slipped distally. This was a demo device and was not sterile, was not used in a patient. No injury involved. The device was discarded.